Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Evidence of leaking fluid was not confirmed in pump returned by user. Photos from user indicate leaking fluid consistent with a failure mode associated with inserting batteries in backwards. However, returned pump appears to have been wiped clean of any leaks or residual battery acid; ameda is unable to confirm user allegation.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report hearing a hissing sound from the purely yours breast pump, 7-8 minutes into the pumping process using battery power on (B)(6) 2016. The breast pump was located on her lap during pumping. She continued to pump until she noted black fluid leaking from the battery compartment in the pump base. She stopped pumping and opened the battery compartment door where she found some of the batteries exploded, resulting in black battery acid leaking into the compartment. Customer reports this fluid came in contact with her left middle finger which resulted in a burning sensation however she denies any injury, burn or property damage in this event. She did not call her healthcare provider about this matter.